Manufacturer narrative:
H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: upon inspection, it was confirmed that the articulating head on the proximal end of the transverseconnector was broken off. The complaint is thus confirmed. It is clearly sheared off, as evidenced by the fragmented tip and shear marks.the device failure/defect of broken head was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: an accurate dimensional inspection of the device was not able to be performed because of the post manufacturing deformation. No product design issues or discrepancies were observed during this investigation. Document/ specification review: this lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.633.364 lot number: 6725791 part manufacturing date: 20 july 2011 manufacturing site: elmira part expiration date: n/a nonconformance noted: ncr us1046748 a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti snap-on transconnector 62mm-90mm for 5.5mm/6.0mm rods, nonsterile product was processed through the normal manufacturing and inspection operations with no rework noted. However, there was a documentation nonconformance on a t-rod component, that was resolved with 100% inspection. Therefore, this ncr is not relevant to this complaint. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hardware removal procedure was performed on (B)(6) 2019 because of a healed bone. During the procedure the surgeon did not untighten screws on both sides of the transverse connector, but still rods came off. Surgeon closed the incision and did not notice that the connector had not been removed from the patient¿s body yet. Postoperative x-rays showed that the connector had been left in the patient¿s body. The patient was anesthetized again on the same day, and the surgeon finally removed the connector from the same incision. The procedure was delayed for more than thirty (30) minutes. The patient outcome is reported as stable. No further information is available. This report captures the intra-op events, where the unknown rods came off even surgeon did not untighten the screws on both sides of the transverse connector while, related complaint (B)(4) reports the post-op events, where the transverse connector was left inside the patient's body after the incision was closed. This report is for one (1) ti snap-on transconnector 62 mm-90 mm. This is report 1 of 2 for complaint (B)(4).